Event description:
On (B)(6) 2009, the pt reported the cartridge plunger is stuck on the piston rod of his insulin infusion device. He stated, he held his device with the adapter pointing upwards and pulled it out. He was advised to have the adapter facing down and unscrew the adapter until it falls into his hand. During troubleshooting, the pt was able to remove the plunger from the piston rod. The pt stated there is a small amount of condensation in the cartridge chamber. The pt was advised to dry out the condensation prior to inserting a new cartridge of insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.